Event description:
While using the get-a-round walker, three pt's tipped over and fell. This type of occurrence has not been reported by any other account. One pt received laceration to lower lip and forhead which required steristrips.device not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.